Manufacturer narrative:
Complaint conclusion: a saber rx (5mm x 6cm155cm) percutaneous transluminal angioplasty (pta) was used for inflation in the superficial femoral artery; however, it ruptured approximately at its rated balloon burst pressure during its second inflation. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. There was no reported patient injury. The product looked normal when removed from its packaging. The device prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. Iopamidol contrast media was used. A non-cordis inflation device was used. The same indicator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon inflated normally. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was returned for analysis. A non-sterile saber rx 5mm x 6cm155cm pta balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, there were no anomalies observed. Per functional analysis a three-way valve was attached to the inflation lumen port. Required pressure was applied to the device to inflate the balloon, and a leakage was observed on the balloon. Per sem analysis the balloon burst was caused by a rupture on the balloon surface. The inner surface revealed bulged/peeled off material along the rupture. The outer surface revealed evidence of scratch marks and bulged/peeled off material near to the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the scratch marks on the balloon outer surface led to the rupture condition found on the balloon. It seems the balloon material near the rupture was torn with a sharp object from the outside of the balloon. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 17627896 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ was confirmed through analysis of the returned device. The exact cause of the burst could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) or procedural factors may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber rx (5 mm 6 cm 155) percutaneous transluminalangioplasty (pta) was used for inflation in the superficial femoral artery; however, it ruptured approximately at its rated balloon pressure during its second inflation. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. There was no patient injury. The product was clinically used and will not be returned for analysis. The product looked normal when removed from its packaging. The device prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. Iopamidol contrast media was used. A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device did not have to pass through a previously placed stent. The balloon inflated normally. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.